Manufacturer narrative:
The reported loss of communication was confirmed in the laboratory and was due to low battery voltage. No sources of high current drain were found during testing. The battery was sent to the vendor for further analysis. An internal battery anomaly was found to be the cause of the premature depletion and loss of communication.

Event description:
It was reported that the device could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.